Manufacturer narrative:
Product complaint # ==> (B)(4). Date sent to the FDA: 10/28/2020 additional information: d4, h4 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested and the following was obtained: ¿ was a suture needle pull off occurred with all 10 devices during this single surgery? >> no ¿ was the needle removed from the patient during the same procedure? >> yes ¿ what tissue/location was suturing when pull off occurred? >> vessel anastomosis ¿ were there any unexpected outcomes or complications as a result of this suture needle pull off event? >> yes, more or time ¿ was there any patient consequence or injury? >> no ¿ what is the condition of the patient? >> n/a ¿ procedure name and date? >> vessel anastomosis, CABG ¿ event date? >> customer told employee at (B)(6) 2020 the single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify the number of sutures that detached from the needle during this one procedure. How long was the surgery delayed? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/08/2020. Additional information was requested and the following was obtained: 1. Please clarify the number of sutures that detached from the needle during this one procedure. >> 1-2 ea. 2. How long was the surgery delayed? >> 5 min. 3. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? >> no. 4. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain >> no. Notes: events reported in 2210968-2020-07412 and 2210968-2020-09698. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was a suture needle pull off occurred with all 10 devices during this single surgery? Was the needle removed from the patient during the same procedure? What tissue/location was suturing when pull off occurred? Were there any unexpected outcomes or complications as a result of this suture needle pull off event? Was there any patient consequence or injury? What is the condition of the patient? Procedure name and date? Event date?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle was detached from the suture. No adverse patient consequences were reported. Additional information was requested.